Event description:
It was reported that the device had a defective mainboard. There was unknown patient involvement.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the device in good condition with no physical damage. Event history log review was not required. Functional testing was able to confirm the reported issue; the device did not recognize the battery. The root cause was determined to be the mainboard. The mainboard was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.